Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, the distal edge of the stent got lifted. The procedure was completed with another of the same device. No patient complications were reported.